Manufacturer narrative:
The report of accuracy issues was confirmed. Review of the suspect device event log showed that, prior to the issue being reported, the suspect device was in use on (B)(6) 2020. The device was programmed for a primary infusion of an unknown medication at a rate of 60 ml/hr. (3) alarms for patient side occlusion were recorded. The infusion was channeled off for unknown reasons prior to the infusion completing. Inspection of the suspect device showed no abnormalities. Functional testing showed that the device was operating outside of specification. The root cause of the reported accuracy issues was identified as the device being out of calibration. Though the device was received out of calibration, it was confirmed that the device left production within calibration parameters, which indicates that the device was incorrectly calibrated in the field. Device history: review of the source device (sn (B)(4)) service history record showed that the device was manufactured on 03/23/2018. A review of the device service history was performed beginning from the date of manufacture to the present date (06/09/2020) and indicated that this device has not previously been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that the device had accuracy issue. Although requested, no additional information was provided.